Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose was within range (value not provided). Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Additional information received on february 17, 2023 from the distributor: it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose was within range (value not provided).